Event description:
I have sientra smooth implants ref 10512-600mp. Since they have been implanted, I am so sick with brain fog, memory loss, extreme joint pain, nausea, ringing in my ears and I can taste metal when eating. FDA safety report ID# (B)(4).